Event description:
The customer experienced inadequate laser energy during a procedure. Tech support and the physician trouble shot the laser system and determined that the issue was due to a faulty footswitch. The system was unable to be properly utilized as a replacement footswitch was not available. The physician aborted the procedure and will reschedule the procedure after the replacement footswitch is received. There was no report of a pt injury; however the MFR is filing this as surgical intervention due to the pt having to have an additional procedure or additional treatment as a result of incompletion of the case.

Manufacturer narrative:
The suspect component has been removed and replaced.